Event description:
Nebulizer heater caught on fire and smoke filled the patient room as the room was evacuated.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility for evaluation. Results of the investigation are pending. Follow-up report will be submitted.